Event description:
It was reported a filter did not appear to open completely following deployment via a jugular approach. Immediately following deployment, the filter migrated cephalad a couple of centimeters and then appeared to stabilize. Another filter was successfully placed without patient complications and the patient has since been discharged. A delivery system in the released position along with a sheath and dilator were received, evaluated and retained by this manufacturer. The filter remains implanted and was therefore not returned for evaluation. The engineering evaluation indicated the sheath was slightly kinked 10.6 centimeters from the distal tip. It was indicated continual flushing of the carrier system during the implant procedure was not performed which company believes may have contributed to this event. However, company is unable to determine the exact cause for this event. Directions for use state: "do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe...the introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."